Manufacturer narrative:
Date sent: 5/1/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a colon neoplasia procedure, there was a pneumo leak. Another device was used to complete the procedure. There were no adverse consequences for the patient.